Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was found in backup vvi. It was noted that the proper procedure to prepare the device for an MRI scan was not completed. The device was restored successfully. The patient was in stable condition.